Manufacturer narrative:
Product event summary : the proximal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Subsequently, performance data was collected from the device and analyzed. Analysis revealed non-physiologic oversensing; the ventricular sensing integrity counter (v-sic) was up to 39849 counts and there was evidence of noise on ventricular non-sustained tachycardia (nst) episodes. A lead integrity warning occurred on (B)(6) 2016 for the high v-sic and high rate nst episodes. Additionally the pacing impedance rose from a trend of about 532-722 ohms to 950 ohms on (B)(6) 2016.

Event description:
It was reported that the right ventricular lead was oversensing, had high rate episodes showing noise, and a lead integrity alert was triggered. It was notes that isometrics reproduced oversensed beats. The patient was admitted for lead replacement, and then the following day, it was partially explanted, capped, and replaced. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.